Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1cc of juvéderm® ultra xc into the nlfs and then roughly two weeks later, patient reported they had a nodule on the left side. Upon examination of patient, it was determined not to be a nodule, rather a slight induration likely caused by filler migration. 15-20 units of hylenex were injected into the area and patient was massaged. Area was much improved following this, but events still ongoing.